Event description:
Country of complaint: (B)(6). Thread detached from the needle very easily.

Manufacturer narrative:
Manufacturing site investigation: samples received: 1 unopened pouch. There are no previous complaints of this code batch. We manufactured and distributed (B)(4) units of this code batch, there are units in stock. We have received one closed sample. Tightness test to the sample received has been performed and the unit is tight. We have tested the needle attachment of the sample received and the result fulfills the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills specification. Corrective/preventive actions: not applicable.